Event description:
Pt was transferred from one hospital to a second hospital for cardiac catheterization with subsequent angioplasty and stent insertion. Following insertion of the last stent, the ivus catheter could not be withdrawn. According to the (2) interventional cardiologists, the catheter was defective. Pt suffered a heart attack during the procedure which resulted in permanent damage and prolonged hospitalization.